Event description:
It was reported patient had a left shoulder revision due to the need to convert the primary reverse to a hemi with a large head. The glenosphere had disassociated from the baseplate. No further information is available at this time

Manufacturer narrative:
This report is being submitted to relay updated information. The investigation is in process. Once the investigation has completed a follow- up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 -2019 -00956, 0001825034 -2019 -00959. Primary di# (B)(4). Concomitant medical products: xl-115364, arcom xl 44-36 std +3 hmrl brg ,128120; 010000589, comp rvrs 25mm bsplt ha+adptr, 303220. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient had a left shoulder revision due to the need to convert the primary reverse to a hemi with a large head. No further information is available at the time of this reporting.

Manufacturer narrative:
It was determined in investigation that this device did not cause or contribute to the reported event. Please void this submission.

Event description:
It was determined in investigation that this device did not cause or contribute to the reported event. Please void this submission.